Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of two (2) minicap transfer sets; further described as ¿the main body unscrewed from the female end¿. This occurred after treatment of peritoneal dialysis therapy. The patient was given prophylactic antibiotic as precautionary measure. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: two (2) samples were received for evaluation with no cap. A visual inspection with the naked eye and magnification noted the female connector separated from the main body for both samples. There was no evidence of solvent on the insert chip and threads of the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the sets during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.